Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 9.5 cm diameter pre-operatively ruptured abdominal aortic aneurysm approximately three weeks ago. The left renal artery was severely stenosed. It was reported that during the deployment of the endurant bifurcated stent graft ((B)(4)), it did not land at the intended landing zone and there was a proximal type I endoleak. The endoleak was fixed with an endurant aortic cuff ((B)(4)). The final angiogram showed there was a small proximal type I endoleak and the left renal artery and had limited flow. There was an accessory left renal artery providing flow to the left kidney. It was decided that after a brief attempt to cannulate the left renal and potentially put in another stent graft however, the physician decided to just monitor the patient as there was efficient blood flow going to the left kidney. The physician believes the proximal type I endoleak will resolve after 30 days. No clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak, inaccurate stent graft delivery); patient's condition affected effectiveness of device (pre-operatively ruptured aneurysm); incorrect technique/procedure (stent graft was used for treatment of a patient with a pre-operatively ruptured aneurysm). Conclusion: device failure/lack of effectiveness related to patient condition (pre-operatively ruptured aneurysm); operational context contributed to event (stent graft was used for treatment of a patient with a pre-operatively ruptured aneurysm).